Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the routine home hemodialysis treatment, the operator contacted nxstage tech support for assistance troubleshooting pressure alarms that could not be resolved. Alarms were resolved but it was determined that the operator most likely left a clamp open and some blood backed up into the saline bag. The saline bag was replaced and treatment completed. Exact amount of blood loss in saline bag is unk but estimated at less than 200cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. Upon a follow up call to the pt's home, the operator informed nxstage that she had attempted to rinseback the pt's blood after she had experienced the pressure alarms in treatment. The operator believes that she incorrectly configured the cartridge, resulting in blood backing up and clotting inside of the saline bag, which was discarded. The caregiver and pt have since received add'l training from the facility. The exact cause of the pressure alarm during treatment is unk and is currently under investigation. The user's guide was reviewed and provides adequate steps for proper steps and adequate cartridge configuration info for setup, treatment, and for rinseback. Nxstage medical considers this report closed. No add'l info will be provided.